Event description:
Subsequent information indicated that an insulation break had been seen on the lead. The local field representative also reported that there was kinking of the lead near the terminal pin.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) experienced two syncopal episodes during which, injured her head. The patient was hospitalized at which time the rv output was increased. Occasional non-capture was observed at maximum output. The next day, a lead revision procedure was performed and the lead was cut and capped. There were no additional adverse patient effects.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
--